Manufacturer narrative:
The product was returned for inspection. It was reported that the enterprise stent was positioned to target; it was not deployed, so the physician changed to other one to complete the surgery. The physician did not indicate any reason or any encountered procedural factors that contributed to the deployment difficulty. The procedure was completed using another enterprise vrd with the same prowler select plus 5cm distal tip microcatheter that was used with the first enterprise. There was no patient injury. The procedure was elective; the intended target location and target site/vessel characteristics are not known, it was reported as being 20mm x 20mm. The product was inspected and appeared normal prior to use. The device was prepped according to the IFU without any problems. An adequate continuous flush was maintained through the microcatheter. The product was returned for inspection. One non-sterile enterprise vrd and delivery system was received coiled inside a plastic bag. The unit was received with the introducer tube and stent in its original location. The delivery wire, introducer tube and stent presented no visual anomalies. Functional analysis was attempted but the delivery wire did not advance forward nor backward. The stent (in the introducer tube) was observed under the microscope and presented foreign matter. The stent was removed from the introducer tube and both were observed under the microscope. They both presented residue of foreign matter; also, the stent presented a fracture. The sem / x-ray analyses were performed in order to determine the cause of the stent fracture and the foreign material observed over the stent; the results show that the fracture surface presents ductile dimples. Reduction in the material wall thickness was also present and could be related to a tensile overload; however, this could not be conclusively determined. The deposited material was composed of carbon, oxygen, silicon, tin and chlorine. (B)(4). The root cause investigation into the presence of the foreign material, found post decontamination on the returned product, determined that the contaminate/corrosion of the stent appears to be a chemical interaction of the (B)(4) solder with saline solution and/or a chlorine-containing compound (e.g. Tap water). Based on the test results, the contaminate/corrosion related to exposure to this chemical interaction would only occur over time, post-procedure without effect on the procedure or the patient. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01422399. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. With functional testing, the stent could not be deployed since the stent was stuck in the introducer due to foreign matter. However, root cause has determined that the contaminate/corrosion related to exposure to this chemical interaction would only occur over time, post-procedure without effect on the procedure or the patient. In addition, as reported, the device was able to be introduced into the microcatheter, i.e. Out of the introducer and there was no excessive force was required to advance the stent. Although the cause of the stent fracture could not be conclusively determined, based on the sem analysis, it appears to be related to a tensile overload. It is possible that procedural factors may have contributed to the reported event and findings on the returned device; however, no conclusion can be made. With review of the analysis and the device history records, there is no indication of any manufacturing defect or anomaly contributing to the event as reported. The records indicated that the product met specification prior to shipment; therefore no corrective action will be taken at this time. Please note that this is the initial/final report for this product.

Event description:
The report received from the affiliate indicated that during a stent assisted coil embolization, the physician positioned the enterprise vrd stent at the target lesion but was not able to deploy the device. A prowler select plus 5 cm distal tip micro-catheter was used for the procedure. There were no problems reported with the micro-catheter or any loss of access to the target lesion. An adequate continuous flush was maintained through the micro-catheter. No target lesion information was available. The physician then successfully removed the product from the patient and used another device with the same micro-catheter to successfully treat the patient/complete the procedure. There were no procedural complications or adverse events reported. The deployment difficulty was captured as a not reportable complaint. Inspection of the returned product indicated that the enterprise stent was fractured.